Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received excessive no delivery alarms even after troubleshooting by changing infusion set and reservoir. It was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed displacement, prime and excessive no delivery test. No excessive no delivery alarm noted. However, the insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.